Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.